Event description:
It was reported that a balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and between moderate and severely calcified vessel in the forearm. A 2.5mm x 150mm x 150cm sterling sl balloon catheter was advanced for dilatation. During the second inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.